Event description:
After approximately 4 hours of intra aortic balloon therapy, alarms sounded and blood was noted in the tubing. The intra aortic balloon was removed. No patient injury or further complications occurred as a result of this event.